Event description:
It was reported that "swg was hard to advance. Wire was kinked when it was removed. There wa sno reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The customer returned the tubing from a guide wire assembly and one arrow raulerson syringe (ars) for analysis. The actual guide wire was not returned. No obvious signs of use were observed. Visual analysis did not reveal any defects or anomalies with the returned samples. Visual analysis of the guide wire could not be performed without being returned for analysis. The returned ars was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A lab inventory 0.826 mm guide wire was advanced through the returned ars and was able to advance through with little to no resistance. Functional inspection of the guide wire could not be performed without the guide wire returned. The IFU provided with this kit informs the user, "advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion." The customer report of guide wire difficult to advance was not confirmed by complaint investigation of the returned sample. The guide wire was not returned. The returned ars met all relevant functional requirements with a lab inventory guide wire. Without the guide wire to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.